Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment found a kink on the outer tubing approximately 15.2cm, measuring from the contact end, where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
New information received states that the system was explanted, and new leads were implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-03023. It was reported that patient experienced ineffective stimulation. Upon diagnostic testing, high impedance issue was observed on the leads. A surgical intervention is anticipated in the near future. No additional information is available at this time.